Event description:
The customer reported the cuff was not holding air. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no add'l harm to the pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.